Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-03068. It was reported that a burr became stuck on wire. The target lesion was located in the moderately calcified coronary artery. A 1.25mm rotalink¿ plus and a rotawire were selected for use. During the procedure, the physician attempted to set the rotation speed at 180,000rpm; however, the speed did not increase. Strong friction was then encountered with the rotawire although the cocktail was confirmed to be flowing. Subsequently, and it was noted that the burr was unable to be removed from the rotawire. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.